Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a call was received from a patient (pt) who reported that he/she was diagnosed with a corneal ulcer in (B)(6) 2015 while wearing the acuvue oasys brand contact lenses (cl). On 25 may 2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she was diagnosed with a corneal ulcer od in (B)(6) 2015. The pt also reported that he/she "had been instructed by the previous eye care provider (ecp) to wear and sleep in contact lenses for two weeks and remove for a day." The pt also reported that he/she was given a monthly replacement schedule by the ecp. The pt reported that he/she was given a prescription for neomycin/polymyxin/dexamethasone ophthalmic solution, one drop every two hours for three - four days. The suspect product and lot number were no longer available. The pt reported that the od corneal ulcer had resolved and the pt returned to cl wear. The pt reported that he/she now wears the contact lenses daily and replaces the lenses every two weeks. On 25may2016 the pts medical records were received from the current prescribing ecp. Exam date: (B)(6) 2015; history of od corneal ulcer; eye exam completed; intraocular pressure od: 18; refraction od: +1.50/-0.75, @ 75; va od: 20/20; anterior exam: od conj: normal; anterior chamber: deep and quiet, no cells or flare; rx prescription given for acuvue oasys for astigmatism ou. On 27may2016 medical records were received from the pts treating ecp at the time of the corneal ulcer event. Date of visit: (B)(6) 2015; reason for visit: od - pt woke up this am with painful red eye, + discharge; sleeps in the acuvue oasys x 2 weeks; have been in 1 1/2 weeks; sle: od: clear lids, lashes, cornea - ulcerated area as drawn; drawing depicts area of ulceration at 8 o'clock; clear ac, iris, and lens; corneal ulcer; maxitrol 1 drop od q 2 hours while awake x 2 days; recheck in 2 days. Recheck (B)(6) 2015 re-check of corneal ulcer od; c/rx 20/30; sle: od completely re-epithelized; resolved corneal ulcer with scar; dc cl wear x 4 days. On 15jun2016 a call was placed to the ecps office and the ecp reported that the "pt had been over-wearing the lenses and reported a great deal of pain in the od. The od corneal ulcer was not considered to be infectious. The ecp reported that the q2 hour maxitrol drops were given to help alleviate the od eye pain. The ecp reported that the od corneal ulcer resolved within 2 days with a small od scar. The od va was not impacted." If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.